Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed drawer. Customer tried to reboot the station, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) verified power on the matrix boards by opening the rear of the pyxis unit, confirming the bus cable and boards were functioning properly. The top cover was opened, and a blinking green light was observed on the communication sled. Network settings, including ip address, gateway, subnet, and dnd, were documented. The unit was powered down, all communication sled connections were disconnected, the communication sled was replaced, and all equipment was reconnected with network settings re-entered. After restoration, the ethernet indicated no internet access. Tsc confirmed rss connectivity and successful data receipt, and drawer functionality tested successfully; however, the fse reported the station showed no network. Tss dialed into the station, confirmed the network was set to static, and found no errors in the data synchronization logs. Fse was informed that no network issues were identified on the tsc end, and the fse was advised to follow up with hospital it to check for a possible network outage and no error to close the case. The system functioned as intended after the field service engineer repaired the device.